Event description:
A nurse reported that the equipment had a problem with the light source and displayed system messages, locking the unit prior to the vitrectomy procedure. The pt was in the surgical room and had rec'd peribulbar anesthesia. The current procedure and the other scheduled cases were canceled due to this event. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).